Event description:
It was reported that during surgery the device did not cut smoothly, and graft was not a complete run through. Recommended psi was used. There was an unknown impact to the patient. Due diligence is complete as multiple attempts were made, but no additional information has been received.

Manufacturer narrative:
(B)(4). The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.